Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from the silicone tubing on a transfer set. The root cause was a pinhole in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/ preventative action as appropriate.

Event description:
International affiliate reported a leak from the silicone tubing on a transfer set. No patient injury or medical intervention was reported.